Event description:
The customer reported that the system would become stuck in subtraction mode. No patient injury was reported.

Manufacturer narrative:
A ge representative performed an over the phone investigation. The customer cancelled the service call. The reported problem was resolved by the customer. The system was tested and found to be working as intended and put back in service.